Event description:
At about 1 month after the primary surgery, a revision was performed due to wound infection. The liner, stem, metaphysis screw and the glenosphere were revised successfully. The surgeon revised also the stem because it mobilized during liner removal.

Manufacturer narrative:
Batch review performed on 14-nov-2022, lot 2203298: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. No comment can be made based on the provided pictures. No bone residuals are visible on the coated area. Additional items involved in the event, batch review performed on 14-nov-2022 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2114058. Lot 2114058: (B)(4) items manufactured and released on 10-may-2022. Expiration date: 2027-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot. 2009928. Lot 2009928: (B)(4) items manufactured and released on 16-dec-2020. Expiration date: 2025-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 2115873. Lot 2115873: (B)(4) items manufactured and released on 15-mar-2022. Expiration date: 2027-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.